Event description:
It was reported that during a urology procedure, the device would not open. They could not get it to de-articulate. It was stuck on tissue and had to be pulled off. No tissue damaged noted. No patient impact reported. No other details of the event were provided.

Manufacturer narrative:
(B)(4): joint cover. The analysis found that one ec60a device was returned in good visual condition and with one ecr60w cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Once the device is opened the device can be de-articulated.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.